Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra system separator 041 packaging was taken out of the box. A hole was noted in the packaging. The product was not used in the pt. A new penumbra system separator 041 was opened and used without any issue.